Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2017 with the following findings: review of the black box data showed that data from the date of the event had been overwritten due to continued use of the device by the user. There were no records of loss of prime in the available black box data. On investigation, the pump powered on and successfully performed ez-prime steps and a 24-hour duration test without any loss of prime occurring. The force sensor was evaluated and found to be within the required specifications. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction. (B)(4)